Manufacturer narrative:
The pump passed the functional tests, including the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery alarm tests. No excessive no delivery alarms were noted. All operating currents were within specification. The pump was received with a cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received no delivery alarms. The customer's blood glucose was 17 mmol/l at the time of incident. The customer stated that they changed the sets multiple times but the insulin pump kept alarming no delivery. The insulin pump will be returned for analysis.